Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11: corrected data: b4/g4: awareness date on follow up report 1 was reported as august 16, 2020 but should have been october 15, 2020. The date of this report on the initial report should have been august 16, 2020. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: corrected data: g4. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Investigation summary: investigation site: (B)(6). Selected flow: damage / worn / dull. Visual investigation: the received drill bit is in a used condition. The cutting blades are quite worn. Summary: the received condition of the drill bit is concordant with the complaint description, and the complaint condition is confirmed. The review of the production history revealed that this instrument was manufactured in december 2019 according to the specifications. No manufacturing related issues that would have contributed to this complaint were found. After a visual inspection per guidance provided in windchill document # (B)(4), it is determined that the re-usable instrument is worn from repeated use and servicing, therefore, further investigation for the reported complaint device is not required. During the investigation, no product design, or manufacturing issues were observed that may have contributed to the complaint condition, therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending, and other post market safety surveillance activities. The root cause was identified during the performed cq evaluation, and therefore, the in the investigation flow listed remaining investigation steps are not required. Device history lot: part: 310.284; lot: 30p2923; manufacturing site: (B)(6); release to warehouse date: dec 2, 2019. A manufacturing record evaluation was performed for the finished device part: 310.284, lot: 30p2923, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent the open reduction internal fixation (orif) surgery for radius diaphysis fractures by using the locking compression plate (lcp) implants. During the surgery, the surgeon used two (2) drill bit, and found that one drill bit had been bent and the other drill bit was very dull. The surgery was successfully completed. The patient was reported as stable. Concomitant devices reported: locking compression plate (part number unknown, lot unknown, quantity 1). This report involves one (1) 2.8mm drill bit/qc/165mm. This is report 2 of 2 for (B)(4).